Event description:
It was reported that the patient had been having pain at the implant site and the device was causing her leg as well as ¿different parts of her back¿ to hurt. The patient was taking ultram pain pills as a result of that. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID: 3889-33, lot# va04w3k, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer.